Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was going to be on impella 2.5 for mechanical circulatory support. During delivery of the impella, the implant was aborted due to the patient's vascular anatomy. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23148 in accordance with updated procedures.